Event description:
During a rotator cuff repair procedure, two anchors broke at the eyelet during insertion. The surgeon dilated the insertion site for both anchors. The broken anchors were removed and replaced with other devices. A delay of about five minutes took place. No pt injury or complications were noted.